Event description:
A customer reported that while using the homechoice (hc) she had changed out the set and kept the same bags. The technical service representative (tsr) explained the proper setup procedures to the hp and advised to start over with all new supplies. Baxter contacted the hp who stated she started over with new supplies and resumed therapy. Baxter reviewed the correct procedures and advised the hp should discard all supplies as there is a risk of contamination when part of the supplies are reused. Baxter contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2011 regarding the home patient (hp) changed out the cassette and not the solution bags. Per the pd rn, she was aware that only part of the supplies were changed at the time of the alarm. The pd rn stated she reviewed the proper therapy procedures with the hp. The pd rn stated the hp was using the cycler for therapy. There was patient involvement; however. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a use error was confirmed and the cause was identified as the patient failing to follow proper therapy step procedures. During trouble shooting of an alarm situation check lines and bags, the patient had stated that they only changed out the cassette and reused the bags, during therapy. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.